Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image not being produced was the cable was found to be broken or buckled. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A kink/knot was discovered in the cabling and caused the no image failure mode. Additionally, the coupler in the lens had been damaged and shifted out of position. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd camera head was not producing an image during preparation for a ureteroscopy procedure. According to the initial reporter, the procedure was completed using another camera. The patient¿s outcome was ¿fine¿ as the failure was found during preparation and the device did not make contact with the patient.